Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss; periimplantitis. Implant was placed after expiration date. On (B)(6) 2026, (B)(6): based on the provided lot number: the implant was already expired by the time it was implanted. Expiry date 12.06.2019.